Manufacturer narrative:
Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting to peritonitis and was hospitalized for the event. The breach was further specified as the patient's cat possibly being in the same room when pd therapy was being performed or biting on the patient line. The peritonitis was manifested by abdominal pain. Treatment detail was not reported. At the time of this report, pd therapy was ongoing and the patient was recovering from the event. On an unreported date, the patient was retrained on proper aseptic technique. Additional information is not available.